Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient had only her right breast prosthesis explanted and it was replaced with a mentor smooth round moderate plus profile 550cc saline breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced trauma to her chest, then noticed that her right implant getting was getting smaller. During visual evaluation of the device, a tear was observed on the anterior view, measuring approximately 7.0 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this 7531423 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-may-2020, mentor received additional information about the event. The patient will undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-apr-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an unspecified breast surgery with a mentor smooth round moderate plus profile 475cc saline breast prosthesis that deflated after implantation. The patient was involved in an altercation and was punched in her chest. The patient noticed her right breast was getting smaller after the altercation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.